Event description:
Mother of home patient reports receiving a reload set alarm in prime of automated peritoneal dialysis treatment. Mother reloaded cassette of homechoice set in machine and noted a leak in cassette. Per mother, treatment was discontinued with current disposables and homechoice set discarded. Home patient's mother reports no patient injury or medical intervention as a result of incident.